Event description:
It was reported via phone call, that the customer received a button error alarm. Customer's blood glucose level at the time 72 mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The up button on the insulin pump had intermittent up button response due to corroded keypad traces. No button error alarm noted during testing. The device had minor scratches on the display window, cracked case at display window corners, cracked reservoir tube lip, and cracked pump belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.